Event description:
It was reported that the system 9800 displayed a "high ma" error after fluoroscoping. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Filament calibration was performed. The system was tested and found to be working as intended and placed back into service.